Event description:
A surgeon from the user facility reproted that the intraocular lens would not fold in the delivery system cartridge. Enlargement of the incision was required to accomodate removal and replacement of the lens.